Manufacturer narrative:
Zimvie complaint number (B)(4). H6: event problem codes ¿ patient code: 1690 abscess. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported implant was removed due to an infection at tooth site #25. Patient suffered an abscess and suppuration. A new implant will be placed after 2 months.